Event description:
Reference number (B)(4). Event occurred in (B)(6). The patient reported, that on (B)(6) 2024. Patient experienced, that the infusion set was leaking from quick release site. The patient also reported, that after 2 days, he noticed that insulin coming out of on the cannula and soaked tape on infusion set. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: (B)(6). H11: since, no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.